Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving an inappropriate shock. The patient has a history of inappropriate shocks despite programming changes. The presenting data identified noise with p-wave and t-wave oversensing. The subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode were surgically abandoned and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
T was reported that this patient presented to the emergency room after receiving an inappropriate shock. The patient has a history of inappropriate shocks despite programming changes. The presenting data identified noise with p-wave and t-wave oversensing. The subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode were surgically abandoned and replaced with a transvenous system. No additional adverse patient effects were reported. It was reported that this product was returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two lead segments was performed. Visual inspection noted the electrode had been severed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.